Event description:
Fifteen minutes into a total parenteral nutrition infusion, the customer reported noticing blood in the cot and on further inspection, they identified that the lower injection port (rubber bung) had separated from the set. The report suggests that the pt experienced some blood loss, however, from the reported info, there are no indications of serious injury as a result of this. The pt's IV access was secured and doctor informed.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.